Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 375cc saline breast implant, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast implants which the left side deflated after implantation. As a result, patient had the device removed on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Product evaluation team has identified a delamination of the diaphragm valve from the shell of the device. No other anomalies were discovered. Complaint was confirmed. The cause of the delamination could not be determined. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4)

Manufacturer narrative:
On 7/16/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504504bc, serial number (B)(4), and right replaced with catalog number 3504504bc, (B)(4).